Manufacturer narrative:
Evaluation completed.

Event description:
It was reported that the nkv-550 automatically restarted itself during patient use. There was no patient harm, and the patient was placed on another ventilator. The service engineer checked all connectors, and there was no loose connectors. The debug logs confirmed a cpu reset, and ventilation resumed within 18 seconds at the previous set settings.